Event description:
It has been reported to philips that ippc failed to boot up. X-ray was not possible. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that the host computer self-test failed . The os and application have been re-downloaded and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that device cannot emit x-ray. Upon functional testing, the fse reviewed the event logfiles on site and found frontal ippc post failed. The fse reinstalled the ippc os and application. After installing, the system returned to use in good working order. Later, a similar issue was reported and the engineer reinstalled the ippc os and application software to solve the issue. The codes were updated based on the investigation outcome.